Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with blank display screen. The blood glucose was unknown at the time of the incident. Customer was changing the battery when she noticed the issue blank display. Troubleshooting steps were guided for blank display screen. Customer cannot continue the troubleshooting because she stated she doesn't have any other batteries. Customer advised to revert to a back-up plan per healthcare professional instructions until the replacement battery cap arrives. The insulin pump will not be returned for analysis.